Manufacturer narrative:
The product was not returned for eval. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that her daughter's blood glucose reached 324 mg/dl less than 24 hours after the pod was activated. She could smell insulin and upon inspection she noticed the cannula was lying on top of her skin.